Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt's ins was removed, but the lead was left implanted. Patient (pt) was on the call as well and confirmed that the ins did not target the area of which it was implanted to treat/target. Pt stated that they used the ins for about 2 years after it was implanted and that it caused the pt to feel like they were sitting in a vibrating chair, so they stopped using it. Caller inquired about MRI eligibility. Technical services (tss) reviewed information.